Manufacturer narrative:
(B)(4). Further information from the reporter regarding event details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "infection", "allergic type reaction", "feels run down", "anxious", "tingling", "transient rash", "tenderness", "inflammatory response", "headache", "redness", "bruising", and "tongue feels furry" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: precautions for use: as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional (hcp) reported: patient was injected with 5 ml of juvéderm® voluma¿ with lidocaine and 1 ml of juvéderm® volift¿ with lidocaine in the zygomatic arch, parotid area hollowing, lateral tt, temples, angle of the jaw and chin. Three days post-injection, hcp identified "some tenderness in the cheeks," along with "mildly tender at sites of bruising along zygomatic arch. Very mild redness associated with this." Hcp advised patient to take paracetamol. On day 4 after onset, the patient reported "feeling warm", hcp observed redness, and transient rash on left shoulder and arm (now resolved). Patient also complained of "swelling in cheek area, bruising, and "tongue and lip tingling", and headaches. Healthcare professional speculated infection or inflammatory response as possible causes of the symptoms. Patient instructed to continue paramectol and start ibuprofen. Hcp consulted with colleagues, then prescribed clarithromycin 500 mg for 7/7. On day 5, patient reported feeling "anxious", patient was seen by gp who felt the patient had "allergic type reaction to the filler" and prescribed "prednisone 25 mg od, chloranphenamine 4 mg tds, and administered a steroid injection." Patient reported feeling "generally unwell", "tongue and lips feel tingly", "tongue feels fury". Hcp disagreed with the gps course of treatment, and instructed the patient to stop taking the steroids, "continue antihistamines and to take abx (clarithromycin 500 mg bd for 7 days". On day 6 after onset, patient reported "appetite was diminished". On day 7, the patient reported feeling "run down". Patient was also treated with clinisept+, nsaids, and "oral fluids," symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2017-01149 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volift¿ with lidocaine, also a device manufactured by allergan.